Manufacturer narrative:
Evaluation - other: the unit involved in this event has been rec'd and sent to our manufacturing facility. Upon completion of the investigation, a follow-up report will be submitted.